Event description:
It was reported that the patient was getting low voltage alarms which did not resolve after cleaning battery clips and contacts so she replaced them and the condition resolved. No further information was provided.

Manufacturer narrative:
Section h3: corrected information. Section b5 & h4: additional information. Manufacturer's investigation conclusion: the reported event of low voltage alarms was not confirmed. There was no log file submitted for analysis. The returned battery clip, lot 7026591, was connected to a mock circulatory loop and no alarms were reproduced; the battery remained secured in the clip when manipulated by hand. The clip functioned as intended during analysis. A root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the battery clips were sent in for analysis. Additional information was requested but not provided.